Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a data error alert. Tandem technical support confirmed with the customer that the pump history data was missing. The customer's blood glucose level was 118 mg/dl. It was reported that the customer would continue to use the pump until replacement arrived.